Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 1.5mm stainless steel cortex screw from a va hand set. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial metacarpal fracture surgery, a 1.5 millimeter unknown stainless steel cortex screw from a variable angle (va) hand set broke while trying to insert it. The screw shaft remains in the patient. The procedure was completed successfully. The patient's postsurgical outcome was reported as "fine". There was an approximate 2 (two) minute surgical delay due to the reported. This report is for one unknown 1.5mm stainless steel cortex screw from a va hand set. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.